Event description:
The customer reported a speaker malfunction technical inop during a servicing event. This was obvious during the servicing. Philips has not yet determined if this failure was due to an error in servicing. No pt harm was reported.

Manufacturer narrative:
(B)(4). It was confirmed that there was no audio sent from the monitor's speaker. In the presence of life threatening events when no sound is available from the monitor, possible serious injury and/or death can occur. However, a visual message "speaker malfunction" is available of the monitor's display screen should a speaker malfunction be detected. According to the instructions for use manual should a speaker malfunction be displayed, it is suggested that you contact your service personnel to check the speaker and the connection to the speaker. Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.